Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide was used in a 23f arterial puncture site. The electronic proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures for access sites in the common femoral artery using 5f to 21f sheaths. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via an 8f sheath using the pre-close technique prior to a pacemaker procedure. Reportedly, the foot was unable to be opened during step #1 [opening the footplate lever]. The proglide device was not used and preclose was abandoned. The sheath was upsized to 23f and the pacemaker procedure was completed. Hemostasis was achieved with figure-8 suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.